Event description:
It was reported to philips that the device had a red "x" and chirp when powered off but an hourglass when powered on. There was no reported patient or user involvement and no adverse patient/user impact.